Event description:
It was reported via social media that the patient experienced pain, aneurysm, and infection. An eluvia device was implanted for a chronic total occlusion (cto) without atherectomy. Three months post procedure, patient presented with right thigh pain and an aneurysm was observed. Upon a white blood cell count, an infection was diagnosed and the stent was removed and the great saphenous vein bypass performed. No additional complications have been reported.